Manufacturer narrative:
Evaluation results:visual inspection of the returned lens showed the lens was returned in liquid and pieces of the haptic were torn off and missing. (B)(4)

Event description:
It was reported that the micl12.6 implantable collamer lens tore during, yes to patient contact, no to patient injury. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4).